Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. Further inspection noted that the alert was first triggered back in (B)(6) 2019. Patient did not detect the vibratory alerts. Programming changes were made. The patient was in stable condition.